Manufacturer narrative:
It was mistakenly omitted from the initial report that the motor start relay was also replaced to resolve the smoke/haze issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the smoke/haze issue is the vacuum pump, vacuum pump oil, nylon tubing, and motor start relay. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, vacuum pump oil and nylon tubing were replaced to resolve the smoke/haze and oil leak issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a smoke or haze and an oil leak emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.